Event description:
New information received notes that the patient presented to clinic with another instance of post-paced t-wave oversensing. Programming changes were recommended.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up showing non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made during the device check.

Manufacturer narrative:
.